Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 72-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, and on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the physician reported bleeding from the hemostatic valve post-removal of the companion sheath. Manual pressure was applied. It was noted that the patient was on anticoagulants/antiplatelets for the procedure. After two days on support, the family withdrew care and the patient expired. The impella is being conservatively reported for death; however, is not likely to have contributed to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, and dependent on vasopressor support.

Manufacturer narrative:
D3 has been added as this was inadvertently omitted from the initial mw submitted. Minor bleed/pdi/fluid leak: the cause of the introducer valve bleed after companion sheath removal was not determined due to insufficient clinical details and no product returned.